Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and the sterilized pouch was observed opened at the peel down. There was evidence of transfer present on the clear side of the pouch indicating the pouch was sealed at the time of manufacturing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one end of the seal of the outer packaging of the minicap transfer set was opened. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.